Event description:
It was reported that the unit has a primary audible alarm failure.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed, the bottom of the case was very dirty, visible contamination. Functional testing involved occlusion testing. The investigation was unable to duplicate the reported issue. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair record. Corrected data: updated d1 and d4, model number.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.